Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed 05/14/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an unknown procedure the micro quickanchor+ with ethibond suture broke inside the patient. The sales rep stated the implant was removed from the patient, but could not state how that was done. There were no procedural or anatomy factors that contributed to breakage and no need for surgical intervention. The case was completed with a competitor's product. The sales rep was not present and could not state where on the anchor it broke, if the case was completed in the same bone hole, or provide any additional information. The anchor was discarded by the customer.